Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, a double drill guide was found to be bent. The double drill guide will not go down the tube. It is unknown where the issue was discovered. It is unknown if there was patient involvement. This report is for 1 1.5/1.1mm double drill sleeve for 1.5mm cortex screws/red this is report 1 of 1 for (B)(4).